Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's mid right coronary artery. Upon the initial inflation attempt, the balloon catheter would not hold pressure beyond 5 atmospheres (atm). Several attempts were made to withdraw the balloon catheter from the pt; however, these attempts were unsuccessful. In response, the physician sutured the device in place and engaged the help of the surgeon. While the surgeon was placing a swan-ganz pressure monitor in the pt's subclavian, the pt coded. In response to the observation of the respiratory arrest, medicinal therapy and the use of an ambu bag was administered. Subsequently, the pt was sent to surgery for single vessel coronary artery bypass graft surgery. The balloon catheter was successfully removed from the pt's body and the surgery was successful. The stent remains in the right coronary artery. There were no add'l complications reported relative to this event.